Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly. After replacing the main printed circuit board assembly, the issue was resolved. The fsr performed the user verification test and operational verification procedure according to manufacturer specifications. The fsr reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit device displays constant transducer fault alarms. The customer reported the alarm condition will not clear. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt 802 has failed. This issue will be internally investigated within vyaire.